Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported during an in-clinic follow-up, the pacing lead impedance and capture threshold both had gradually increased. It is suspected the root cause was lead failure. The lead was capped when the device was replaced. No further information is available.